Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 38-year-old female patient who had essure (batch no. 857697-not valid, 867697-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) / failure of device on one side." On (B)(6) 2012. The patient's medical history included endometriosis, metrorrhagia, hyperplasia, carcinoma brain, uterine bleeding, adenomyosis, nabothian cyst, hemorrhagic cyst, nausea and vomiting. Previously administered products included for birth control: birth control pills from 2006 to august 2011; for an unreported indication: yasmin. Concomitant products included docusate, hydrocodone bitartrate;paracetamol (norco), ibuprofen, levonorgestrel (mirena), nsaids and ondansetron (zofran). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 25 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) - type: uti"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia had resolved and the female sexual dysfunction and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result:unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes.failure of device on one side.. Lot number 857697 is inv 867697 - not valid. Most recent follow-up information incorporated above includes: on 22-oct-2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 38-year-old female patient who had essure (batch no. 857697-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) / failure of device on one side" on (B)(6) 2012. The patient's previously administered products included for birth control: birth control pills from 2006 to (B)(6) 2011. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 25 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) - type: uti"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia had resolved and the female sexual dysfunction and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Failure of device on one side.. Lot number 857697 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: quality safety evaluation of ptc. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. 857697) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) / failure of device on one side." On (B)(6) 2012. The patient's previously administered products included for birth control: birth control pills from 2006 to (B)(6) 2011. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 25 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In april 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) - type: uti"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia had resolved and the female sexual dysfunction and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Failure of device on one side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received: lot number was added. Events added: pelvic pain female, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), uti, apareunia (inability to have sexual intercourse), migraines, headaches, dysmenorrhea(cramping), dyspareunia, vaginal discharge, failure to occlude (close) fallopian tube(s), hair loss were added. Reporters information were added. Patient details were added. Lab data were added. Historical drug was added. Essure removal surgery and date were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 38-year-old female patient who had essure (batch no. 857697-inv, 867697) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) / failure of device on one side." On (B)(6) 2012. The patient's medical history included endometriosis, metrorrhagia, hyperplasia, carcinoma brain, uterine bleeding, adenomyosis, nabothian cyst, hemorrhagic cyst, nausea and vomiting. Previously administered products included for birth control: birth control pills from 2006 to (B)(6) 2011; for an unreported indication: yasmin. Concomitant products included docusate, hydrocodone bitartrate;paracetamol (norco), ibuprofen, levonorgestrel (mirena), nsaids and ondansetron (zofran). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 25 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) - type: uti"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia had resolved and the female sexual dysfunction and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result:unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes.failure of device on one side. Lot number 857697 is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs&mr received reporter information was added. Lot no was added. Medical history, concomitants drugs were added. And evaluation code removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.